Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced headache, tinnitus, poor performance and perceived static sound with the device following a fall resulting in head trauma at the implant site around (B)(6) 2024 (specific date note reported). Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.